Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. A complaint database search on the provided product code identified similar reports. (B)(4) was created to minimize the degree to which the sizer pin guides can tilt with the curved handle. Reference (B)(4) completed on 05 july, 2012. The reported device was manufactured prior to the changes. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to determine a root cause, a need for corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: ((B)(4).

Event description:
The handle is not holding the glenoid trials. The bushing on the inside is worn.

Manufacturer narrative:
Additional narrative: examination of the submitted device confirmed the reported wear. The root cause is attributed to device wear from normal use and servicing. The instrument is old (mfg 2010) and has been subjected to heavy usage and decontamination procedures. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.